Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. Failure analysis: unit received with the lock has rotational and lateral movement and a residue buildup is present. This device exceeds its expected life of 7 years (manufactured in 2010). Root cause: the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: the reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. This device exceeds its expected life of 7 years (manufactured 2010). The unit was repaired by replacing all worn parts, along with general cleaning and maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00516. A facility reported that the handle on the mayfield modified skull clamp (a1059) locks too tight. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.